Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Subsequently, this ra lead was explanted. Another ra lead was implanted to complete the procedure. This ra lead has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.